Event description:
The report states "possible iab membrane failure". As a result, the iab was removed and a 2nd iab was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The reported complaint for "possible iab membrane failure" is not able to be confirmed. The product was not returned for investigation. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
Qn# (B)(4). Other remarks: n/a corrected data: n/a.

Event description:
The report states "possible iab membrane failure". As a result, the iab was removed and a 2nd iab was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".